Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited oversensing which resulted in pacing inhibition. This lead was surgically abandoned and successfully replace. No additional adverse patient effects were reported.